Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery. A 2.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) was being advanced over a balance middleweight (bmw) guide wire through a 6f guiding catheter when resistance was met and a proximal shaft separation occurred. As the separation occurred at a point outside of the patient anatomy, the separated portion of the bdc was simply removed. The procedure was successfully completed with an additional unspecified nc trek bdc and the same guide wire. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
Subsequent to the initially filed report, the following information was received: the device used in this case was inadvertently reported as a 2.50 x 15 mm nc trek rx balloon dilatation catheter (bdc); however, the correct device was a 3.00 x 12 nc trek bdc. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed. The reported shaft separation was confirmed. The hypotube fractured faces at the separation were ovalled in shape as if kinked prior to separation. The reported difficulty to position the balloon catheter over a guide wire and through a guiding catheter was unable to be confirmed. The proxy guide wire was advanced through the lumen then advanced through a guiding catheter without any resistance noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties of difficult to position the guide wire through the wire lumen and then through a guiding catheter. The investigation the shaft separation appears to be related to circumstances of the procedure. It is likely that inadvertent mishandling and/or manipulation of the device likely caused a kink on the shaft during advancement, ultimately resulting in a shaft separation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.